Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that the patient was not sure if her implantable neurostimulator (ins) was working; she was using her ins, but her back was still hurting. The patient also reported that she fell on her right side where the ins was located in (B)(6) 2017, but she never noticed anything then. Troubleshooting could not be performed due to lack of access to the patient programmer (pp) because the patient didn¿t know what she did with it. In the end, the patient was redirected to follow-up with their healthcare professional (hcp). There were no further complications reported or anticipated.